Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. The bladed failed to rotate during the evaluation. However it is likely the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. When the surgeon pulled the trigger on the handpiece to remove the fragment of tissue, the blade retracted, but kept rotating in the tube. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.